Event description:
Follow-up revealed the physician stated the loop at the top of the anchor is not a procedural technique.

Event description:
It was reported the patient (B)(6) lost stimulation. Lead diagnostic testing revealed high impedance measurements. X-rays identified the lead looped at the top of the anchor site; however, it is unknown if this is a procedural technique used by the physician. In turn, the patient underwent surgical intervention to explant and replace the anchor and lead which resolved the issue. Therapy was restored postoperative. There are no known allegations against the patient's anchor. The implant date is unknown for the following device: model: 3788, scs ipg.

Manufacturer narrative:
Results: complaint was confirmed for loss of stimulation/high impedance. As received, the microscopic inspection of the lead body segment revealed a lead breakage with all wires broken follow by a compression mark. The compression mark and breakage on the lead when align correspond to distal end of a swift lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.